Event description:
Procedure type: bariatric procedure. According to the reporter: the tip broke. There was no permanent damage. No temporary damage. The event did not prolong the hospital stay.

Manufacturer narrative:
(B)(4).